Event description:
It was reported occlusion alarms occurred. Upon follow-up the customer reported multiple alarms occurred in sequence during pump use over several days. There was no adverse impact to the customer¿s blood glucose level. Due to the ongoing alarms, tandem technical support arranged a replacement pump. The customer reverted to an alternate method of insulin therapy.